Event description:
It was reported that the patient experienced discomfort with the placement of the inflatable penile prosthesis (ipp) tubing in the infrapubic area. The preconnected ipp pump was removed and a new one that was placed in the penoscrotal area. The outcome of the procedure was good with no palpable tubing. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.